Event description:
It was reported that stent damage occurred. The target lesion was located in the left anterior descending artery. A 2.75mm x 16mm liberté¿ stent was advanced to treat the lesion but failed to cross the lesion. The stent struts were damaged. No patient complications were reported and patient's status was stable.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a liberte sds with stent. The balloon was tightly folded with the stent secured on the balloon. Microscopic examination and tactile inspection presented no damage or irregularities in the shafts of the device. Microscopic examination and tactile inspection presented no damage or irregularities in the hypotube of the device. Microscopic examination presented no damage or irregularities to the tip of the device. Microscopic examination revealed that the first proximal row of the stent had some struts that were flared and bent. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was located in the left anterior descending artery. A 2.75mm x 16mm liberté¿ stent was advanced to treat the lesion but failed to cross the lesion. The stent struts were damaged. No patient complications were reported and patient's status was stable.